Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of 0001825034-2018-00426. This report should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that threaded tip broke during implanting. Tip was removed and discarded. No patient injury or significant delay in the procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the tip fractured during implantation. The tip was removed and disposed. No additional information was made available.